Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk-1 transseptal needle, lot number unknown. Smartablate generator, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient condition. It was noted that the physician felt there were multiple signals from the roof area and delivered a significant amount of radiofrequency. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. There is no sheath information. Generator was set on power control mode at 25 watts and impedance ranged from approximately 120-130s ohms. Power was not titrated. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set on smartablate settings. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.